Manufacturer narrative:
Device evaluation: 21 x zimmon biliary stents of unknown rpn and lot were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the exact rpn and lot numbers are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-6 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user according to the information reported in the paper, 36 patients had a small plastic stent (sps) placed. 21 of these patients experienced stent dysfuction (occlusion): 2 x occlusion of a stent with debris(5.6%) and 19 x occlusion of a stent with cholangitis(52.7%) it should be noted that the instructions for use (ifu0045) states the following: potential complications: "those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest". "Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed stent occlusion as it was noted as per the instructions for use, obstruction of common bile duct is a known potential complication. Summary: the complaint is confirmed based on customer testimony. According to the initial report, 21 patients experienced stent occlusion (2 x occlusion of a stent with debris(5.6%) , 19 x occlusion of a stent with cholangitis(52.7%)). As per medical advisor ¿secondary intervention required (e.g., stent replacement)¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Matsubara et al, 2020. ¿comparison of double-layer large-diameter and conventional small-diameter plastic stents for preoperative biliary drainage in resectable distal malignant biliary obstruction.¿ patients were divided into two groups based on stent diameter: a double-layer, large-diameter plastic stent (lps) group and a conventional small-diameter plastic stent (sps) group. The lps group received a 10-fr dls (double-layer stent, olympus medical systems, tokyo, japan). The sps group received a ps sized 7-fr or 8.5-fr in diameter (flexima biliary stent, boston scientific corporation, boston, ma, USA, or zimmon biliary stent, cook, respectively). The choice of stent type and length was decided upon by the attending physician and was based on the patient¿s clinical and disease site characteristics. Stent dysfunction was defined as a requirement of stent replacement due to cholangitis or cholestasis from the initial replacement of a ps during surgery. Reintervention was performed as soon as possible when patients developed cholangitis or prolonged hyperbilirubinemia after ps replacement. Stents causing complications were removed, and the cause of dysfunction was determined by examining the removed stents. We grouped three causes of dysfunction: migration, occlusion of a stent with debris and occlusion of a stent with cholangitis. This complaint is opened to capture 21 x stent dysfunction (58.3%). 2 x occlusion of a stent with debris (5.6%). 19 x occlusion of a stent with cholangitis (52.7%). As per clinical input ¿secondary intervention required (e.g., stent replacement)."